Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. During the system check with tandem technical support, it was determined that the infusion set site should be changed. Reportedly, the customer changed the site and another occlusion alarm occurred. The customer's blood glucose level was 175 mg/dl and it was addressed with a bolus. Reportedly, the customer reverted to manual injections.